Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. "¿ why should 2nd product code 2160 should be deleted form this event? Because it was found that it was different event. ¿ was the issue described at the event description experienced with a different product? If yes, please provide the correct lot number. =>no - do both samples belong to this same event? =>no. They were separately registered. - which product represents the actual sample for this event? =>lot no. J2223921 h3 evaluation: one complaint sample of reservoir bulb with separated connection port, was received for evaluation, product was inspected visually. Connection port of the bulb was short around 5~6 mm and there were some cut marks visible on the section area. Separated connection port of around 5~6 mm was available, and there were also visible press / cut marks on the section of the connection port. Retention sample of complaint lot were checked and found satisfactory. During investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. It is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of dmd scope. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2023 and a bulb reservoir was used. When opening the package, before use a circulating nurse found that the suction port was broken. (Or may have broken off during shipping). Further details are not provided. There were no adverse consequences to the patient. Upon receipt and analysis of the sample it was observed the connection port was separated and around 5~6 mm, and there were also visible press / cut marks on the section of the connection port.